Manufacturer narrative:
Alleged failure: ccu turned off during case. The failure alleged in the complaint record was confirmed/duplicated during the product investigation. Root cause: defective power supply. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the ccu turned off during the case. The procedure was completed successfully. No reports of adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the ccu turned off during the case. The procedure was completed successfully. No reports of adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: ccu turned off during case. The failure alleged in the complaint record was confirmed/duplicated during the product investigation. Root cause: defective power supply. Please note that the reportability has been changed from serious injury to malfunction.

Event description:
It was reported that the ccu turned off during the case. The procedure was completed successfully. No reports of adverse consequences.